Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2019 due to a high blood glucose level of over 400 mg/dl. It was reported that the customer was not feeling well and went to an emergency department due to high blood glucose. The customer also reported that her insulin pump alerted post-reset ram crc alarm. She was assisted in troubleshooting and she was able to clear the alarm as well as able to complete the insulin pump rewind. The customer stated that the alarm occurred immediately after a battery change. The customer was treated with insulin for her high blood glucose. The customer was not alleging that the insulin pump was under delivering. The customer was assisted for troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was advised to put the insulin pump in storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.